Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's system exhibited noise on the atrial channel. The patient's physician believes the atrial lead was not connected properly in the pacemaker header. The device remained implanted. No patient symptoms were reported.